Event description:
A customer reported that approximately two and a half hours after the start of a patient treatment on an accura machine, the display screen went blank and the blood pump stopped working. The patient was then transferred to another machine and treatment was continued. There was no patient injury or medical intervention associated with this incident.